Event description:
Inaccurate measurement of treatment distance for multi-lumen catheter possibly related to gliding action on source simulator. Radioactive source placed 10 cms away from the intended position. Dose delivered to skin distal to the connector end of catheter causing thermal burn to skin.